Manufacturer narrative:
Section h4: additional information manufactures investigation conclusion: the reported event, of a loss of external power events, was confirmed in the submitted log file. The customer submitted the patient¿s log file for review ¿ noting loss of external power events while operating on the mobile power unit (mpu). Technical service reviewed the log files and replied to the customer ¿ noting two loss of external power events while operating on batteries only. There were no loss of power events when the using the mpu. The log file contained approximately 18 days of patient event data. There were two loss of external power events occurring on the same day approximately 10 hours apart. In both cases, the patient was using batteries before and after the loss of external power events resolved. The loss of power events lasted 9 seconds and 61 seconds. The controller operated on backup battery power due to the events. Based on the log file, the patient inadvertently disconnected both power sources (batteries) from the controller. Per requests for additional event information, the customer reported that patient has not had any medical or equipment issues since the log file was submitted; no equipment has been exchanged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced short to shield was reported in MFR report #2916596-2018-01592. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted captured no external power events on (B)(6) 2020 at 0:25 and 10:13. The no external power at 0:25 appears to have occurred while the patient was on battery power. The patient has a history of short to shield post driveline repair on (B)(6) 2018. It appeared the patient slept on battery power and based on information provided, technical services believed there might be a problem with the mobile power unit (mpu). The images submitted were unremarkable. There were two no external power events that occurred when both power cables were simultaneously disconnected.